Event description:
It was reported to boston scientific corporation that a resolution clip device was used in 2009, to treat a post polypectomy bleed. According to the complainant, post colonoscopy the pt noticed blood in their bowel movement and returned to the hospital. The physician used a coloscope and saw bleeding at the polypectomy. The physician placed a resolution clip to stop the bleeding however, the clip did not detach from the delivery catheter after grasping the tissue. The physician had to cut the handle from the catheter to remove the endoscope from the pt. The physician was unable to remove the catheter and drove the pt to a larger hospital where a coloscope was introduced next to the catheter and separated the clip from the catheter using forceps. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device MFR dates are unk at this time. The complainant indicated that the device will not be returned for eval as it is implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.